Event description:
Physician was performing a cystocele repair and sling placement procedure and using a capio slim suture capturing device. While using this device it would not hold the capio suture.